Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt, but the paddle discharge buttons were only intermittently functional. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.